Event description:
It was reported that false occlusion alarms occurred. Reportedly, the customer declined further troubleshooting with tandem technical support. No further information was provided. There was no reported adverse impact to the customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.